Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt required IV anti-platelet therapy due to suspected pump thrombus. The pt was moved to a 1a status for a heart transplant and was transplanted.

Manufacturer narrative:
The pump was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.